Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator would not pass the calibration and tubing verification test. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's 3-way solenoid valve was replaced to address the issues.